Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty removing the gripper line. It was reported that the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The clip delivery system was advanced to the mitral valve and the clip grasped the leaflet. Leaflet insertion was verified, and deployment was initiated: final arm angle was established and gripper line removability testing was performed per instructions for use (IFU). The gripper lines were unwrapped; however, the gripper lines would not move at all. The physician was advised to pull up on both sides of the gripper line. A kelly clamp was used first, and then the lines were pulled up manually. The clip was unlocked and brought back up in to the left atrium. The gripper line could then be moved. The clip was re-positioned and the leaflet was re-grasped. The clip was then deployed and the gripper lines were removed without issue. An additional clip was deployed without difficulty. A total of two clips were implanted, reducing mr from grade 4+ to grade 2+. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to remove the gripper line in this incident could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.